Event description:
Patient came in for one day post-op. It was discovered that the patient had striae in the right eye. A lift and rinse was performed successfully. At patient's post-op, no striae seen. No loss of best corrected visual acuity was reported.

Manufacturer narrative:
(B)(4). Conclusion - customer is only reporting this event and did not request field service or clinical support.